Event description:
Reportable based on device analysis completed on 25september2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 32mm x 2.75mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified unspecified target lesion. A 2.75mm x 32mm liberté¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a liberte sds. There was contrast in the inflation lumen. The balloon was tightly folded with the stent impressions. The stent was not returned for product analysis. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination presented no damage or irregularities in the shafts of the device. Microscopic examination and tactile inspection presented no damage or irregularities in the hypotube. Inspection of the device revealed no damage. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).